Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the permanent cautery hook instrument was leaking energy and smoke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the arcing originated from the end of the instrument tip. The energy grounded on another instrument and did not cause any patient harm. There was no thermal injury on the permanent cautery hook, and no instrument collision occurred.